Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 8.2 mmol/l versus 6.7 mmol/l meter to lab. Tests were done wihtin 10 mins with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.